Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium result was a user maintenance issue. The tsc instructed the customer to perform an integrated multi-sensor technology (imt) system clean and to perform instrument monthly maintenance that includes replacing the imt pump tubing. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant high sodium (na) results were obtained on a dimension xpand plus with hm system. The discordant results were not reported to the physicians. The same samples were repeated on the same instrument and the corrected results were reported to the physicians. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.